Manufacturer narrative:
Result: erroneous results generated. Conclusion: a definitive root cause has not yet been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high results for rheumatoid factor (rf) for 2 patient samples assayed on the unicel dxc 600 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that higher rf results were generated when using rf reagent lot # m009630 and lot # m010508. When using rf reagent lot # m001791, rf results were < 20 iu/ml. The customer reported that quality control results were recovering high when using rf reagent lot # m009630 and lot # m010508. While rf reagent lot # m009630 and lot # m010508 are considered suspect, a definitive root cause has not yet been determined for this event.